Event description:
During an in-clinic follow-up, a dislodgement of the right ventricular (rv) lead was discovered. A repositioning procedure is anticipated. The patient was stable and will continue to be monitored.

Event description:
Based on additional follow up information, it was confirmed via x-ray that the lv lead was dislodged. The lead was repositioned. However, during the post implant follow-up the lv lead was found to have dislodged again. No further intervention was performed at this time.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification.